Event description:
It was reported that, "a patient with a central venous catheter (cvc) placed in the subclavian vein was brought in for a CT scan, during which contrast media was intended to be administered via the catheter. Prior to use, the patency of the distal lumen had been verified without issue. During the CT procedure, the patient raised their arms above their head. Shortly thereafter, a sudden rupture of the catheter lumen occurred, accompanied by an audible popping sound." The customer later reported that the incident was attributed to user error. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as stable. No additional medical intervention was reported beyond immediate removal of the affected device.

Manufacturer narrative:
(B)(4).